Event description:
It was reported that the patient is experiencing extreme issues with differences in image size and glare since her surgery, mostly in her left eye. Patient has seen multiple ocular subspecialists and it was stated that no one has come up with any explanation to her symptoms. Patient's daily activities have been affected and include driving, depth perception, blurred and clouded vision, night driving, and off balance. Additionally, patient's symptoms are reported as every second of the day. The lens reported in this MDR is implanted in the patient's left eye. The intraocular lens implanted in the patient's companion, right eye will be reported in a separate MDR.

Manufacturer narrative:
Explant date: if explanted, give date: na, not applicable, to date the intraocular lens remains implanted. (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.